Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump was emitting multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/10/2014 with the following: visual inspection revealed that there was moisture in the display. The pump case was found to be cracked near the top right corner of the display. During testing, the pump was not able to be powered on. A leak test was performed and a pump case leak was found. The pump case was removed and moisture damage was found on the printed circuit board. The complaint that the pump was emitting call service alarms was not able to be adequately investigated to the pumps inability to power on.